Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient could not charge the ipg. It was noted that the patient's battery shifted and had split vertically. The patient underwent a revision procedure. The patient was reportedly doing well post operatively.